Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead being used as temporary pacing support was accidentally dislodged. The cause could be attributed to the patient. The rv lead was explanted and replaced. No additional adverse patient effects were reported.